Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Additional info was requested, but no additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. There are (B)(4) cases associated with this product. A separate FDA form 3500a has been submitted to address each case.

Event description:
The distributor reported an endotracheal tube cuff leak. When the tube was inflated and "controlled," the cuff would remain inflated. No pt involvement was reported. Info was received stating that "the product was released into the market and the issue was found by the distributor."